Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device used for treatment, was returned for evaluation. The complaint stated: ¿t1 and t2 were deployed at the same time.¿ the allegation was not consistent with the item returned. T1, t2 and suture were returned. Only t1 had been separated from the device. The device was in like new condition with exception of t1 having been pre-deployed. The delivery needle was undamaged. The depth limiter was attached. The device had been cycled once. It was cycled again. T2 deployed successfully. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during meniscus repair, t1 and t2 were deployed at the same time. All ts were removed form the patient. There was not a significant delay. A back-up device was available and no patient injury or other complications were reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device was used for treatment but was not returned for evaluation. Due to product unavailability, conclusions, accurate investigation and evaluation were limited. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Please note: inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Review of instruction for use documentation confirms instructions, precautionary statements and recommendations for proper use of product. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1) use inconsistent with instructions for use recommendations. 2) inadvertent twisting or bending of the delivery needle. 3) incomplete needle penetration through meniscus. 4) difficulty with reaching the desired tissue location. 5) entanglement with other instruments or devices. 6) inadequate tissue conditions. 7) incomplete needle penetration through meniscus per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. If the deployment slider does not return to its most proximal position after t1 deployment, t2 will not deploy. The user may manually return the slider to its proximal position if necessary. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ product met specifications upon release to distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgery, t1 and t2 were deployed at the same time. There was not a significant delay. A back-up device was available and no patient injury or other complications were reported.